Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker responded that during the anastomosis of veins and arteries in micro-surgical and/or vascular reconstructive procedure with a coupler or up to 12 weeks post-surgical that an unknown quantity of patients had compromised anastomotic patency. Additionally, the respondent stated, ¿no¿ for the question did the device allow for salvage of a compromised free flap. The respondent additionally stated ¿intrisic issue. Clotted. Patient with issue.¿ furthermore, the respondent answered no to question regarding flap survival. These events likely required medical/surgical intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.